Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0866 inches. No under delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was under delivering. Customer's blood glucose level was 16 mmol/l at time of incident and 26 mmol/l at the time of call. Customer had high blood glucose and treated with insulin pen and insulin pump. Customer performed high pressure test and the test failed. The insulin pump will be returned for analysis.